Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his endocrinologist made a couple of adjustments to the pump because they were not getting the right readings. Customer went home and ended up in the hospital for a high blood glucose. Customer did not have diabetic ketoacidosis. Customer was hospitalized on (B)(6) 2015 with a blood glucose of 539 mg/dl. Customer was wearing the pump at the time of the admission. Customer was unable to finish troubleshooting because he had a call on the other line.